Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape and act buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The back light functioned properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 226 mg/dl. The customer stated that she has been having issues with the buttons not working. The customer stated that she is not able to turn on the light. The customer stated that she has changed out her battery three times because she kept receiving low battery alert. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.